Manufacturer narrative:
The field service engineer found the gear pump pressure too low, exchanged the gear pump, replaced the sample probe that was bent, and confirmed the module running within specification. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable crep2 creatinine plus ver.2 result for one patient with the cobas 6000 c 501 module. The initial result was 14.51 mg/dl. This result was reported outside of the laboratory and questioned by medical personnel. The repeated result was 0.87mg/dl. The reagent lot number and expiration date were requested but not provided.